Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 80% stenosed de novo lesion in the proximal left anterior descending artery (lad) with moderate calcification and moderate tortuosity. The lesion was pre-dilated with a 1.50x12mm and a 2.00x12mm mini trek balloons to 8 atmospheres (atm). Then the 3.00x38mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was deployed at 10 atm and was implanted. However a distal end dissection was observed; therefore a 2.50x18mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.